Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. Performed deconstructive analysis, extracted electronic assembly and reinstalled into a test case to obtain s/w and monitored for blank display. No blank display was noted. Unit received with the following cosmetic damages: scratched case, pillowing keypad overlay, stained keypad overlay, label damage (faded), battery tube threads - cracked and cracked case (battery tube). In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked cracked case (battery tube) and battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump broken. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Instructed the customer that pump will be replaced. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1712kl was requested and customer response was the device returned.